Event description:
Hospital reported that during a 360 back cage procedure air was seen in the line of an l-70 set. The set was disconnected and another l-70 was used and it was reported air entered that set. This set was also disconnected. No air went to the patient.